Event description:
On (B)(6) 2012, mother reported the pt has experienced hyperglycemia of 15-16 mmol/l (270-288 mg/dl), and she believes the up/down button on the infusion device is defective. Mother did not have the infusion device with her to complete troubleshooting. Pt's target blood glucose is 7-9 mmol/l (126-162 mg/dl), and he had treated hyperglycemia with insulin injections. F/u was completed with mother on (B)(4) 2012, and the infusion device and pt were not with her. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.